Event description:
Device 2 of 2. Ref MFR report #1627487-2014-23484. The pt has 2 leads (from the same lot) implanted as part of his scs system. The pt reported he initially felt very adequate stimulation with his scs system. However, it gradually changed and he now feels pain at the ipg site. In addition, the pt stated his legs feel cold as if his blood is not circulating properly. The pt feels as if the scs system is no longer beneficial to him. Subsequently, the pt desires to undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.